Manufacturer narrative:
(B)(4) -mesh exposure. Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2012, along with injection of pelvic muscle bilaterally & cystoscopy due to exposed mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/01/2016.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with diagnostic laparoscopy, lysis of adhesions w/ a&p repair, cystoscopy and bladder sling due to sui, cystocele, rectocele and chronic abdominal pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to chronic abdominal pain, sui, cystocele, and rectocele. The patient experienced pain, recurrence, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.